Event description:
It was reported that the rotapro sheath was fractured. The 87% stenosed target lesion was located in the mildly tortuous and calcified vessel. A 1.50mm rotapro was selected for use. During the procedure, at the second run, it was noted that the catheter started losing power and was removed. The physician noticed that the sheath was split 10-20cm down the shaft on the outside of the catheter. Furthermore, the portion of the fracture was inside the patient. The device was removed intact and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was torn at 23cm from the burr housing strain relief. The coil was kinked and stretched at the location of the torn sheath. Functional testing was performed by connecting the rotapro advancer to the rotapro console control system. When the knob switch (ablation button) was pressed, the device stalled and would not run due to the damaged sheath and coil. Product analysis confirmed the reported events, as the sheath was torn, and the device stalled and would not run due to the damaged sheath and coil.

Event description:
It was reported that the rotapro sheath was fractured. The 87% stenosed target lesion was located in the mildly tortuous and calcified vessel. A 1.50mm rotapro was selected for use. During the procedure, at the second run, it was noted that the catheter started losing power and was removed. The physician noticed that the sheath was split 10-20cm down the shaft on the outside of the catheter. Furthermore, the portion of the fracture was inside the patient. The device was removed intact and the procedure was completed with another of the same device. No patient complications reported.